Manufacturer narrative:
Initial reporter city- (B)(6).

Event description:
It was reported that shaft break occurred. A 4.0mm x 15mm quantum maverick balloon catheter was unpacked. However; it was found fractured in two pieces and kinked. There were no patient complications reported.